Event description:
Syntax randomized clinical study. Same case as 6000093-2006-01950. It was reported that during a coronary drug eluting stenting treatment procedure, there was mild balloon withdrawal resistance of one of the stents with strut damage, when it was removed and stent withdrawal resistance of a second stent. The lesion being treated was a bifurcated, heavily calcified lesion located in the mid left anterior descending (mid lad) artery. The physician attempted to place a taxus liberte' 2.75x12mm study stent in the target lesion, but was unable to cross the lesion and when the stent was removed, there was balloon withdrawal resistance and it was noticed that one of the struts were broken. The physician then attempted to place a 2.75x16mm taxus liberte' study stent but was unable to cross the lesion. There was balloon withdrawal resistance of this stent when removing it. The physician was then able to place a taxus liberte' 3.00x32mm study stent in the target lesion. There were no other reported complications. The patient was discharged two days later on antiplatelet medication. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.